Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information alleging a ventilator alarmed for circuit disconnect. The patient was feeling discomfort in breathing. The ventilator continues to pump but the beeping does not stop and it is very disturbing to the patient. There was no serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.